Manufacturer narrative:
This report is related to report # 3004939290-2023-03378 this report is related to report # 3004939290-2023-03379. Upon further investigation, the event would not be harmful to the patient. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable. This complaint is related to event ID: cordis 20231128 which was submitted on november 30, 2023.

Manufacturer narrative:
This is a combination product this report is related to report # 3004939290-2023-03378; this report is related to report # 3004939290-2023-03379. A review of the manufacturing documentation associated with lot f2322903 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 3 boxes of 6/7f mynxgrip vascular closure device (vcd) were labeled 6/7f mynxgrip, but contained 5f mynxgrips. There was no reported patient injury. One device was opened that contained a 5f mynx device. The mismatch was noted during the procedure, but before use/implantation inside the patient. The white pouches are kept in the 10 count box in the hospital. The barcodes on the sterile pouches are not usually scanned for the medical record if it is to be used in a procedure. All the boxes were unsealed to see if they all contained 5f mynx. Four boxes were originally ordered, the 4th box contained the correct devices. The devices will be returned for evaluation.

Manufacturer narrative:
This is a combination product. The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.